Event description:
The patient reported that they came home and observed smoke coming from the remote monitor. Therefore, they are returning the monitor and do not want a replacement monitor to be sent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.